Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0z8mp, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va0z8mp, ubd: (B)(6) 2019, (B)(4), if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that patient had a return of symptoms. An impedance test was done as well as programming changes. A lead explant was planned and scheduled for (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the lead would not be coming back as it was still in the patient. Rep stated that if it was noted as coming back, it was a mistake on rep's behalf. No further complications were reported. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.